Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was able to be duplicated. Inspection found multiple broken elements observed on um (ultrasound image ) unit. In addition, cut was noted on the probe unit pink rubber affecting image. The a-rubber glue was found chipped. Cut was determined on switch button # 1 and peeling on c-body forceps cover glue found. Play noted on control knob. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device has dark image. The issue found during an unspecified procedure. There is no patient injury or impact associated on this reported event. No user injury reported. Device return evaluation found a cut on probe unit pink rubber and peeling on c-body forceps glue cover.

Event description:
The doctor noticed the crystal was cracked during use but confirmed they were able to complete the procedure with the same device. No delay or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Added additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the rubber and forceps glue cover peeling likely occurred due to an external force applied to the device. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.